Event description:
It was reported that during an embolization procedure, a coil fractured. The anatomical location being treated was the tortuous phrenic artery. The platinum coil 7x40mm 035 platinum coil fractured inside another manufacturer's guide catheter. The coil and the guide catheter were removed. The procedure was not completed due to this event. No patient complications occurred. The patient status is "ok."

Event description:
It was reported that during an embolization procedure, a coil fractured. The anatomical location being treated was the tortuous phrenic artery. The platinum coil 7x40mm 035 platinum coil fractured inside another manufacturer's guide catheter. The coil and the guide catheter were removed. The procedure was not completed due to this event. No patient complications occurred. The patient status is "ok."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the coil was visibly stretched and blood was present on the coil. The apex zap tip shape and surface was smooth. The base zap tip shape and surface was smooth. The dimensions of the coil were found to be in specification, including the zap tip apex, zap tip base, and primary coil outer diamter. The coil was not fractured and the catheter was not returned. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be operational context as device performance was limited due to anatomical / procedural factors. (B)(4).